Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received a shock, and it successfully converted the arrhythmia. Also noted that anti-tachycardia pacing (atp) accelerated the rhythm. This device remains in service. No adverse patient effects were reported.